Event description:
It was reported that this right ventricular lead exhibited undersensing during a ventricular fibrillation episode, the device was able to deliver a shock ending the episode. Further monitoring of the patient and evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.